Event description:
On (B) (6) 2008, the patient reported a "ticking" sound coming from her infusion device during the change cartridge procedure when she reached the "returning piston rod" screen. The piston rod appeared to be completely retracted and after approximately 1 minute of ticking an e10 (cartridge) error was displayed. She stated that this is the second time she has noticed the noise. It first occurred on (B) (6) 2008 during the change cartridge procedure, but she was able to complete the cartridge change and prime without error. She stated that the infusion device was not dropped or damaged and no insulin was spilled into the cartridge compartment. She stated that there is condensation in the cartridge compartment sometimes that smells like insulin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.